Event description:
Pt revised for instability caused by loose ligament laxity developing spin out; osteolysis and polyethylene wear noted on insert.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.